Manufacturer narrative:
Investigation summary: bd received 1 terumo tube with a rubber sleeve stuck inside for investigation. The competitor containment device (blood collection tube) used in conjunction with our blood transfer device (btd) and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Medical device expiration date: unknown . Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter sleeve is separated and trapped with the tube. The following information was provided by the initial reporter. The customer stated: "this is a report about separation of the sleeve of btd. According to the customer's report, the sleeve was separated and was trapped with the tube."